Event description:
It was reported that during an unknown procedure, the ace36j could not be detached from the hp054. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the handpiece was received disassembled and the mount attached to an ace device. The nose cone was cracked. No functional testing could be done due to the condition of the returned device. The acoustic isolator was torn. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. It is possible that the cracked nose cone caused the disassembly reported issues. Possible causes of the nose cone being cracked include the handpiece being banged or dropped, over torquing the device, or the sterilization method due to the heating and cooling of the sterilization cycles is a stressor.